Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced hyperglycemia. The customer¿s blood glucose level at time of incident was 410 mg/dl and current blood glucose was 349 mg/dl. The other blood glucose values are over 400 mg/dl, 410 mg/dl, 408 mg/dl and 349 mg/dl. The customer was treated with 6 shots of manual injection. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. Based on customer¿s report customer does not allege insulin pump was under delivering. The customer states insulin exited at the quick release. The customer reported the displacement test was performed and insulin pump received no reservoir. The insulin pump will not be returned for analysis.